Event description:
The issue goes back to (B)(6) 2010, when a letter was sent to the facility about a problem with pump non-detected of air in line. There has been communication with hospira with recommendations as to how to address the problem. One of these recommendations is to use an air eliminating filter to prevent air getting to the patient. I then requested that hospira provide a comprehensive list of meds listing which can and cannot go through a filter. A small incomplete list was provided. Hospira is pushing the responsibility onto the facility to determine what meds can or cannot be filtered. I have been unable to find a common source for this info. Most pi do not include this info. If hospira is to present a plan of correction to the facility, then I'll see if it is their responsibility to provide the list. Otherwise the use of an air eliminating filter is not an acceptable option. I am not sure if the FDA is aware of this problem, so this is why I am faxing this form along to the FDA.